Manufacturer narrative:
E1: patient city: (B)(6). Patient country: egypt.

Event description:
Unomedical reference number (B)(4). Event occurred in egypt. It was reported that patient faced infusion set cannula bent event on 06-may-2024. The blood glucose level was 481mg/dl. Therefore, patient was treated with correction via IV bolus. The customer replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.